Event description:
Reportedly, during the procedure the jaw of the device disengaged and fell into the cavity. The surgeon was able to retrieve that piece without complication or incident. There was no injury to the patient.